Event description:
In this event it is reported that a start-x tip satelec insert broke during use. Outcome is unknown as of this MDR and additional information has been requested.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information received that there was no injury that occurred in this event and all broken parts were retrieved from patient's mouth. No further medical/surgical treatment was needed. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with certificate of conformity is available. We found during DHR review the following nonconforming material report: qh #( B)(4), issued during handles production for counting difference. The production has been sorted. No relation with the subject of the complaint. For information, this is the first complaint received involving this batch number for this issue.